Manufacturer narrative:
Technician checked the bed and the bed functioned properly but account had already repaired the bed. Account maintenance, reported that originally he found the head end of the bed would drift down. Nursing had used trash cans to support the head of the bed while the patient was in the bed . Account removed the trendelenburg valve and to support the head end of the bed while the patient was in the bed. Account removed the trendelenburg valve and cleaned the trendelenburg valve. He placed the trendelenburg valve back into the bed and the bed functioned properly. Pursuant to our response to warning letter 2008-dt-04, hill-rom is continuing its retrospective review of events for reportability. This effort will continue until we are current.

Event description:
Account filed a medwatch that alleged this bed would not stay in the trendelenburg position. The patient information was not released in the medwatch.